Manufacturer narrative:
(B)(4): one (1) 88-5226 endoplastic electrosurgical dissector was returned for evaluation as the complaint sample. The lot code of 847584 was produced july of 2012, which confirms that the sample has been used for over 5 years. The sample was observed to have significant wear to the outer layer of the electrosurgical coating. Some discoloration was also observed. At one area, near the coating line in the center, there appeared to be a spot where the coating was thinned. Upon examination of the g12 electrosurgical device, the discoloration appeared to be due to some wear upon the coating. Further magnification did not reveal a break through the entirety of the coating. Hy-pot (electrical insulation) test was performed on all areas on this sample and no electricity was found to flow through the insulation barrier. A small notch was found on the working end of the electrode that had insulation worn away as well. It was mentioned that the technicians at this hospital perform tests upon these instruments prior to use. If these tests included an electrical potential test, in which the sample is electrically charged and a conductive material was run up and down the insulation to find the break in the coating, the technician probably would not have found a defect with this sample. Further information regarding the specifics of the procedure performed, proximity of other devices, electrical current used, pre-operative testing, the cleaning and handling information would be needed to determine if this wear of this insulation could be prevented. If further information is given this complaint may be reopened. A review of the device history record did not reveal any non-conformance's. The device passed all acceptance criteria for release. Conclusion(s): other - not confirmed. The reported failure could not be recreated when the sample was not in an operatory setting. The burn would likely be cause by electricity escaping from the insulated area or the working end of the sample. If it was created by the working end of the sample, then the sample was acting as intended and thus not a failure. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, a patient was undergoing an endo breast augmentation and sustained a burn from the dissector (88-5226). The burn was ¿pea size¿ red mark. The injury occurred on the right. The surgeon also sustained a slight burn. The patient is a (B)(6) female weighing (B)(6) and is (B)(6) tall. The surgeon was using the emory endo plastic retractor (88-5200) and the curved right dissector (88-5226). I could not find anything in the literature that they should only be used a certain number of times, but we¿ve had 2 small burns from them. My techs test them prior to sterilization and they are tested on the field. This will capture the patient injury. (B)(6) 2017 additional information received from the customer reporting she is in the spd and doesn't know much that isn't already reported, the 88-5226 was not tested after the event nor did they see any physical break in the insulation. The event reported retractors were in use during event but did not cause the issue. The doctor was burned during the event on (B)(6), more of a zap to his hand than a burn, he had no medical treatment and finished the case. The device 88-5226 was being used at the time. The patient's burn on (B)(6) was pea sized to the axilla and unknown if anything was done for medical treatment. The patient remained stable. The devices do not get the usage tracked. The device was removed and replaced with another.